Manufacturer narrative:
The following device was also listed in this report: unknown 40 -5 ctaper head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Left hip revision due to infection, head and liner exchange.